Event description:
After an ir45b reload had been fired via an i45 stapler in an esophagectomy procedure, it was observed that the deployed staples were undeformed. The staple line was oversewn, and the procedure was completed by means of another device.

Manufacturer narrative:
Visual examination of the returned i45 stapler showed that the anvil had deformed in such a way as to create a larger than normal gap with the housing. The net result was that when the device was fired it produced underformed staples as had been reported. The deformation may have been caused by the anvil being inadvertently clamped onto a hard object. The complaint will be monitored and trended. Eval summary: i45 produced underformed staples because the proximal end of the anvil yielded. Anvil could not close down to required position.